Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. The perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8 fr, at least two devices and the pre-close technique are required. Failure to follow steps/instructions. The perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss was not confirmed. Inspection of the returned device indicated that both cuffs successfully captured the needles during the plunger deployment, but the link was detached at the swage end of the posterior cuff during the needle plunger retraction. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a cuff miss occurred during suture placement using one proglide devices in the left popliteal vein using the preclose technique prior to an interventional procedure to treat femoral vein thrombosis. The arteriotomy was 10fr sheath. A second proglide device was successfully placed using the preclose technique. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.